Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. On (B)(6) 2024, fracture of the implant was verified. Patient presented with bone type iii and bruxism. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.